Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total hip surgery. During the surgery, the head impactor cracked off into three pieces, and all the pieces were removed. There was no harm to the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Instrument was unable to be located, however, if returned, the evaluation will be updated at that time. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.